Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing chaffing under her breasts. It was described as dark scaly skin that is peeling. Patient also reported that the garment makes her itchy. The patient reported that she was experiencing an irritation due to adhesive used from a catheter procedure and the strap is rubbing that area. There was no alleged device malfunction contributing to the irritation. Patient was lotions by a physicians. Additionally, patient reported using "neosporin, a&d ointment and bactriscan." Outcome of the irritation is unknown.